Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a patient presented in emergency room after a fall. The patient was standing on a power transformer in his backyard trimming a tree. Oversensing was suspected. Source of the noise can not be determined.